Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
The device was explanted and returned for analysis. Analysis is ongoing.

Event description:
Boston scientific crm received information that this device exhibited longer than expected charge times during middle of life resulting in premature declaration of elective replacement indicator (eri).